Event description:
It was reported that the pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.